Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to a pinhole on channel tube, water tightness is lost; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; control unit has corrosion due to water leakage; control unit has discoloration; control unit has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; switch box has a scratch; scope cover unit has a scratch; scope connector has a scratch; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; grip has a scratch; switch box has a scratch; and objective lens has discoloration. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign object inside the nozzle. There were no reports of patient involvement.